Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a renegade hi-flo microcatheter, a guidewire, and a 5f (.038¿) catheter. The guidewire was received in the lumen of the renegade. The renegade was received inside the shaft of the 5f catheter. An attempt to remove the renegade from the catheter was unsuccessful due to the damage. There was blood in the hub of the device. The shaft was microscopically examined. The inspection presented no damage or irregularities to the coating of the device; however, the inspection did reveal numerous kinks throughout the exposed shaft of the device. The shaft was buckled 35.5cm ¿ 38.5cm from the strain relief. The outer shaft was separated 40.5cm ¿ 62cm from the strain relief and then 74cm from the strain relief distally all the way into the returned 5f catheter. The outer diameter of the proximal and distal ends of the device were measured the maximum od of the proximal end was within specification with the kinks. The maximum od of the distal end that was protruding from the 5f catheter was also within specifications. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the hydrophilic coating came off. A renegade hi-flo kit was selected for use. During preparation, it was noted that the hydrophilic coating came off from the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the hydrophilic coating came off. A renegade¿ hi-flo¿ kit was selected for use. During preparation, it was noted that the hydrophilic coating came off from the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.